Event description:
A report was received that a hole in the fingertip of a glove was found during a gynecological surgical procedure. The broken piece could not be located, therefore it was considered as possibly remaining in the surgical site. No patient or user harm reported.